Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that a product presentation of the navigation system with virtual fluoroscopy was planned at the user facility, but the fluoroscopy tracker stopped to respond to its buttons being operated and would not initialize despite the technicians troubleshooting for half a day. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that a product presentation of the navigation system with virtual fluoroscopy was planned at the user facility, but the fluoroscopy tracker stopped to respond to its buttons being operated and would not initialize despite the technicians troubleshooting for half a day. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a screw was found missing on the phantom. Residue of the coating with which the screw had been sealed during manufacturing was still visible on the phantom. During the investigation it was observed that the unique ID memory is corrupt causing an interrupted communication between the microcontroller and the memory, which was determined to be a probable cause of the reported c-arm tracker not responding. The device was repaired but not returned to the user facility.